Manufacturer narrative:
Product complaint (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. Reporters state: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that 2.5 ref 324.210 drill bit and ref 399.980 reducer collet (bit and reduction pliers) were sent for replacement since one of them does not have a cut and the other is loose. It also was reported that it does not have a good grip. These devices were not damaged in surgery, they arrive in poor condition. This report is for one (1) 2.5mm percutaneous drill bit qc/300mm/200mm calibration. This is report 1 of 1 for (B)(4).